Event description:
This system was returned with oos documentation from biotronik rep. The system was removed due to infection and has not been replaced. Linox sd 65/16, 1028232-2009-00596. Corox otw-s 75-bp, 1028232-2009-00597. Lumax 340 hf-t,1028232-2009-00599.